Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with battery. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the date of (B)(6) 2016 due to pump received with depleted battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home, in her sleep. The caller stated that the customer's blood glucose dropped to 20 mg/dl when the customer was asleep. The caller stated that at 8:30 the customer's blood glucose was 211 mg/dl. Then, the customer got up at 1:30 and her blood glucose was 283 mg/dl. The customer administered four units of insulin. The caller stated that they are unsure whether this was too much. The caller stated that the customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis. The caller declined performing a carelink upload at the time of the phone call. The caller stated that they will put a battery in the insulin pump before returning it.

Manufacturer narrative:
The pump passed the delivery accuracy test.